Event description:
It was reported that during a da vinci-assisted procedure, a force bipolar instrument broke at the hinge which caused a piece of the instrument to protrude and cause a minor serosal tear in the stomach. The affected stomach tissue was sutured to resolve the tear and continue the procedure. The patient was reported to be doing fine. The procedure was completed as planned.

Manufacturer narrative:
The force bipolar instrument used during this event was not returned for investigations.